Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the circumflex artery av. Approximately 3 weeks later during a staged procedure, the patient had three endeavor sprint rx drug-eluting stents implanted to the mid circumflex and one endeavor sprint rx drug-eluting stent implanted to the ramus intermedius. During stent implantation to the ramus intermedius a dissection occurred. Approximately 7 months post index procedure the patient was rehospitalized and CABG of target lesion/vessel was performed. Reason for CABG was restenosis. The CABG was successful. The investigator indicated that the reported CABG was possibly related to the study device.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (dissection/revascularization).

Event description:
During the staged procedure approximately 3 weeks post index procedure, one endeavor sprint drug-eluting stent was implanted in the 1st diagonal branch, two endeavor sprint drug-eluting stents were implanted in the cx and one endeavor sprint drug-eluting stent was implanted in the 1st obtuse marginal.